Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pace/sense portion of the lead was exhibiteding undefined high impedance measurements. The rv lead was capped and will not be replaced. No patient complications have been reported as a result of this event.